Event description:
Pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 50 ml/hr. 850 ml were delivered over 2 hours. Reporter stated the pt developed an infection as a result of the overdelivery, but no other details were provided. According to the nurse who discovered this, the pump was threaded correctly. One pt involved.